Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone that the insulin pump alarmed motor error. The customer's blood glucose was 500mg/dl. Customer treated with 6units of insulin with syringe, made an attempt to rewind and was unable to due to motor error alarm. The customer was unable to complete pump rewind due to pump alarm. The customer was advised to discontinue use of the pump. The customer was declined due to high blood glucose troubleshooting.

Manufacturer narrative:
The insulin pump was received with corroded motor home switch. However, the insulin pump passed functional testing including the operating currents measurement, self-test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery test. No motor error alarm or e4 alarm noted. The insulin pump had cracked case at the display window corners, broken belt clip slot and minor scratched display window.